Event description:
It was reported that this right ventricular (rv) lead had an exhibited noise and impedance anomaly. Moreover, it was found out that this lead had an insulation anomaly. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed from the terminal end and some segments may be missing. Also, an extracting stylet was returned stuck in the tip section of the lead. Moreover, visual inspection confirmed insulation damage, where the damage is consistent with the lead-on-something hard, most likely the device can. The helix was extended and dried body fluid was noted in the helix housing. Tissue with calcification were also noted in the shock coil. Additionally, the clinical observation of impedance out of range and noisy signals were also confirmed. Furthermore, testing was completed to assess lead electrical performance and lead passes indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead had an exhibited noise and impedance anomaly. Moreover, it was found out that this lead had an insulation anomaly. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.